Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion in the mid lad. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred during removal from the patient following attempted delivery to the lesion. On inspection it was noted that the struts were poking up. There is no patient injury.